Event description:
An international distributor contacted dexcom technical support to report inaccuracies between the patient's cgm and blood glucose meter. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.